Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and ra diculopathy. It was reported the device did not work and the patient wanted it removed. The patient clarified what they meant by the device was not working and stated it was not helping their pain and just not working at all. It was stated the patient was not getting any relief from it at all. When the patient initially got the device, it seemed to help. Then they got used to it and even if they made adjustments ¿none of that was helping at all¿ and it had been like that ever since. It was mentioned their healthcare provider (hcp) did some nerve conducting things on the patient¿s back and thinks the patient has a slipped disc. The hcp ordered an MRI twice, but they won't do the MRI because of the scs device implanted. The patient stated they have had an MRI in the past with the device implanted. It was noted the patient has an appointment scheduled with their hcp for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the implant was replaced in 2018 because it was not working anymore. No further complications were reported/anticipated.